Event description:
It was reported that the pump displayed a malfunction code and was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer switched to multiple daily injections as a backup therapy and technical support arranged for a replacement pump. The customer was instructed to put the defective pump into storage mode and return it within 10 days using a pre-paid label.